Event description:
It was reported that the customer woke up with high blood glucose levels and vomiting. It was stated that the customer was admitted to the hospital due to high blood glucose levels. It was stated that she changed the infusion set, and that seemed to solved the issue. It was stated that the customer did not get any alarms from the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.